Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer received a no delivery alarm on their insulin pump. The patient's blood glucose level was at 239 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer was assisted with reprogramming the pump but the customer declined assistance with trouble shooting the no delivery alarm. No further information was provided.